Event description:
Follow up with the home health provider indicates that she did not know if the patient's increased seizures were above or below her pre-vns seizure level. She indicated the increased seizures started around early (B)(6), estimated (B)(6). The provider was not aware of any potential causes for the increased seizures such as any medication changes or any unusual stressors. She again indicated that the patient had been seeing a neurologist but she did not believe her vns device was being checked. Follow up with the neurologist indicated the patient was last seen in their office in (B)(6) 2015 and the note from that visit indicated the patient had not had a seizure since the prior visit in (B)(6) 2015. The (B)(6) 2015 visit note indicated that the patient&#62688;seizures have never been fully controlled. The provider indicated that given the age of the implanted generator it has most likely reached end of service and it has likely not been checked for a long time.

Manufacturer narrative:
Age at time of event, corrected data: manufacturer's supplemental report #2 should have indicated patient age at the time of the event to be (B)(6) years of age.

Event description:
The patient was evaluated on (B)(6) 2016 by the treating neurologist. The device was unable to be interrogated which the physician attributed to battery depletion/end of service. The provider does not have accurate records to indicate when the device was last checked. The physician feels the patient's seizures have worsened to her baseline seizure rate due to her seizure disorder and not due to vns. Based on overall patient condition, the doctor and physician have agreed not to pursue generator replacement at this time.

Manufacturer narrative:
.

Event description:
A home health provider indicated that a vns patient has been experiencing increased seizures requiring emergent care/hospitalization for the seizures and related issues. The provider stated that while the patient has been to her neurologist on a regular basis she does not believe the vns device is being checked by the neurologist. Review of available programming and diagnostic data revealed no anomalies. A meaningful battery life calculation could not be performed as the only available data is from the date of implant before vns stimulation was turned on. Attempts for further relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacture date (mo/day/yr), corrected data: manufacturer's initial MDR should have indicated the device manufacturing date to be 11/18/2003.